Manufacturer narrative:
No patient information provided as no patient was involved in this concern. After replacement of the computer, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that an error occurred due a software anomaly that prevents the system from properly formatting the date/time setting in specific languages. Arabic is one of the languages under the classification. Once set to english, the system functioned as designed. This confirmed a software error due to its functionality. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a training for biomedical engineers. The viewing station of the imaging system computer went down. The computer was replaced on-site from the (B)(4). No additional information was provided. There was no patient present when this issue was identified.